Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmwb8, implant, tsv, 4.7mmd, 8mml, textured. Microgrooves, mc for evaluation. Visual evaluation was performed. Signs of use was identified. Damage to the implant was identified. The implants collar was fractured. The mount body was not returned; however, the mounts hex was returned. Device history record (DHR) review was completed for the subject lot number 1261375. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261375 for similar events and no other complaint was identified. Review completed utilizing keywords: implant + mount fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implant¿s collar was fractured, and a fragment of the mount was returned fractured as well. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification: k101880.

Event description:
Fracture of the implant collar and the mount hexagon during placement. The implant is removed with forceps because it remained stuck in the bone. Procedure was not completed by placing other implant.